Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned; therefore, a device analysis could not be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell six of seven of peritoneal dialysis therapy. The patient was connected. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.